Event description:
A female pt, age unk, weight unk, had a history of necrotizing pancreatitis. This condition had required three prior surgeries that had failed leaving an "open" surgical site. In 2007, the pt rec'd the surgimend implant. The surgical site could not be completely closed and was left "open". One week later on a week later, the surgeon noted that some dehiscence had occurred on the left side where a fistula had occurred. It was noted that a large amount of bile had leaked into the abdominal cavity.

Manufacturer narrative:
The lot number of the add'l product device used during the surgery is a device with an expiration date of 02/28/2010. A review of the mfg and quality records for these product lots showed everything to be normal and acceptable. The products were used to repair a wound where previous attempts had failed. The surgical site had been intentionally left open. This is usually done to let a wound site drain, because of the presence of bacterial contamination. The surgimend instructions for use states that, "surgimend should be used with caution in surgical locations where an infection exists or is suspected. Collagen-based implants may be susceptible to degradation by enzymes produced by bacteria." We believe that bacteria present at the open wound site contributed to the product failure.